Event description:
Ous MDR. Inappropriate vf episodes were reported after an implantation time of about 9 months. Implant date is approximate cf. Also removed was a lexos a+/t, MDR 1028232-2008-00522.

Manufacturer narrative:
Ous MDR. As part of the analysis of the lead, it was noted that the inner insulation of the lead body was damaged. However, no short circuits between the various connector plug potentials or deviations from the electrical specifications were found that could be related to the clinical complaint, not even under pressure and changing mechanical load. The observed damage manifestation requires excessive pressure stress exerted on the lead body over a longer period of time. The position in relation to the ligature and the characteristics of the damaged structure of the inner insulation lead to the assumption of increased mechanical stress to the lead by the subclavian crush syndrome (i.e. Jamming of the lead body between the clavicle and the first rib in the implanted state). Diagnostic images of the mentioned body region were not available. We were unable to find a manufacturing error or material defect.